Event description:
A patient underwent a total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised due to the malrotation of the femoral component on (B)(6) 2003. The bearing and locking bar were revised on (B)(6) 2006 for an unknown reason. In addition, the patient had a third revision on (B)(6) 2013 due to loosening of the femoral and tibial component. The femoral and tibia component were removed and replaced with competitor's product. It is unknown if the patella component was loose or removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-00666 / 00670).